Event description:
Reporter indicated that this is the pt's second model 101 vns generator and they continue to have problems which include the device activating whenever the pt is near a magnetic field (i.e. Cell phones). Pt is also complaining of chest pain, neck pain and a choking sensation. The reporter also stated that the device was tested and found to be working appropriately. While the device was turned off, the pt claimed that the device was continuing to stimulate when near magnetic fields. Pt previously had a model 100 vns generator and reports having no problems with that generator. The reporter also indicated that the pt continues to experience seizures: pt does not have the efficacy that pt had with the model 100 vns generator. The pt also claimed feeling shocking sensations and breathing difficulties.